Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient's wife stated cgm read at 129 mg/dl while bg meter read at 26 mg/dl and cgm did not alarm patient. Patient went into full diabetic coma and patient's wife called the paramedics over to their house. Paramedics administered dextrose 50 through IV, checked the patient's oxygen level which read at 44%, then took patient to the hospital. At the time of contact with dexcom technical support, patient's wife stated that patient was in fair condition, however patient was still in the hospital with pneumonia and kidney issues. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore, the reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause for hypoglycemia and diabetic coma. The receiver having no audio output mentioned has been reported under MFR# 3004753838-2015-30804.